Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary #the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient came to the emergency room (ER) on (B)(6) 2017 with complaints of frank red blood per rectum. Patient stated it had started the day prior and denied feeling dizzy, abdominal pain or nausea. Patient reported compliance with meds and diet. Patient was admitted and underwent a push enteroscopy and a colonoscopy. The push enteroscopy revealed erosive gastritis with no actively bleeding sites. Gastric antral vascular ectasia was seen. Jejunum was normal. Colonoscopy showed no stigmata of bleeding with a few non-bleeding sigmoid diverticuli and melanosis coli noted. Bleeding suspected, per gastroenterologist (gi), to be slow oozing from erosive gastritis and antral gave. Recommended octreotidek, proton pump inhibitor (ppi), and soft diet. Patient received no blood or blood products. Team felt hemorrhoids may also be source (since there was bright red blood per rectum) and patient has a history of bleeding hemorrhoids. Aspirin, was stopped at admission and was not restarted. Patient remained on coumadin (3 mg daily), and plavix (75 mg daily) through admission and at discharge until about noon on (B)(6). He was on an octreotide drip from (B)(6) until about noon on (B)(6), day of discharge. Patient was prescribed anusol suppositories at discharge. It was recommended that patient go on octreotide at discharge, as well, however, it took until (B)(6) to get it covered by insurance. On (B)(6), was to start 50 mg octreotide subcutaneously daily. On (B)(6), patient began taking aspirin again, as his plavix was stopped on (B)(6) (post stent placement in (B)(6)). Patient was discharged on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device remains implanted. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.